Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure it was observed that the lead could not be inserted into the header of the implantable cardioverter defibrillator due to a stripped setscrew. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw contained septum material inside the hex cavity. The material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during procedure.